Event description:
This was a procedure to extract two (2) cardiac leads due to bacteremia. A spectranetics glidelight laser sheath was used for the procedure. After lasing at the area of the svc/innominate junction, the patient experienced hemodynamic changes. Tee performed, confirmed effusion. Sternotomy was performed and the patient was put on bypass. The patient did not survive the intervention. This report will be made against the glidelight laser sheath as a potential mechanism of injury.